Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k: k171712. Summary of investigational findings: according to the article the ivc-filter was placed in the superior vc by means of a femoral access kit used for jugular access due to contraindication of anticoagulation therapy. The patient¿s condition deteriorated in the following weeks mainly due to gradual worsening of respiratory and cardiac status with persistent hypoxemia and bradycardia. The patient died 15 days after the filter implant. The exact cause of death is not stated in the report. The implantation of the ivc filter in the svc represents off-label use which is also mentioned in the case report. The fact that the implantation of the filter was achieved by means of a femoral access kit used through a jugular access site also represents off-label use of the delivery system. However, the exact cause of death is not stated in the report and consequently, it cannot be determined if the filter or the filter placement in upside down position had any impact on the deterioration in the patient¿s health during the filter implant time and/or on the death 15 days after the filter placement. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events.

Event description:
As per source doc: after the neurosurgical procedure and the ¿off-label¿ filter placement in the superior vena cava, the clinical status of the patient (mainly respiratory and cardiac status) worsened progressively, preventing any further interventional procedures. The patient suffered persistent hypoxemia and bradycardia throughout the time in hospital and died 15 days after the filter had been placed. It is not stated in the article if the off-label filter placement was considered to have contributed to the adverse clinical effects in the patient ((B)(4)) . Additional complaint logged due to: the filter was placed in ¿upside down¿ position (using femoral kit via jugular access) (B)(4). Patient outcome: the patient did experience adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.